Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to explant and battery replacement impedance check was performed and it was noted there was an impedance in the left vim at contact 0 and 3. After the battery was explanted and new battery was implanted the impedance was clear at all contacts. Battery was being replaced due to eos. Manufacturer representative (rep) indicates the issue was resolved. Additional information received from rep indicating that impedance was high, >10k bipolar 0/3. Cause of impedance is unknown. The battery replacement was originally scheduled due to the device reaching eos through normal battery depletion.